Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl and a high ketone level. A correction bolus via the pump was delivered to address bg. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on 9/15/2022 with no permanent damage. Reportedly, multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. The customer continued to use the pump for insulin therapy. No additional information was provided.